Manufacturer narrative:
The reported event of vascular dissection was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, a vascular dissection was noted after the right atrial lead was implanted. The lead was removed and replaced in the same procedure on (B)(6) 2021. The patient was stable.